Event description:
It was reported that the customer was hospitalized on either (B)(6) 2014 or (B)(6) 2014 in the morning for a blood glucose level in the 30-40 mg/dl range. The customer stated he passed out from his low blood glucose level and was taken to the emergency room. Once he arrived at the emergency room, the customer's blood glucose level was 105 mg/dl. The customer stayed at the emergency room for 6 or 8 hours before being released. The customer stated he did not snack as much as normal or drink his juice. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).